Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 08/15/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis due to pd therapy. Attempts to obtain additional information (e.g., causality, organism, discharge summary, medication records) have proved unsuccessful.

Event description:
On 08/15/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis due to pd therapy. Attempts to obtain additional information (e.g., causality, organism, discharge summary, medication records) have proved unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis. Due to the limited information available, the etiology of the patient¿s peritonitis could not be determined. As a result, causality cannot be established. Despite the patient reporting her peritonitis was due to pd therapy, there was no indication a fresenius device(s) and/or product(s) was involved in the serious adverse events. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer a visual inspection of the returned cycler exterior showed signs of physical damage. The heater tray is damaged. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed.. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 08/15/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis due to pd therapy. Attempts to obtain additional information (e.g., causality, organism, discharge summary, medication records) have proved unsuccessful.